Event description:
Rep, an investigator for department of regulatory agencies contacted conmed in regards to an adverse event involving a conmed hyfrecator 2000 (model no. 7-900-115,). The purchase of this product was traced back to company, and was purchased in 2002. Rep indicated that a non-licensed individual used the unit to remove a tattoo. Rep further indicated that this individuals attempt at removed lead to 2nd and 3rd degree burns on the person who had the tattoo.

Manufacturer narrative:
Rep had asked if we could provide to him information relating to who purchased the unit from conmed. Rep also wanted to know if we had literature indicating that this unit could or could not be used for tattoo removal. The information we provided to rep is as follows: purchaser of suspect device: after reviewing the operators manual for the hyfrecator 2000, we found there to be no info regarding tattoo removal. There is no recommendation/instruction to perform such a procedure with the device in question.